Event description:
It was reported that the ventilator secreted a burning smell from inside. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The compressor was investigated by our field service engineer. The compressor motor and pc board was replaced, and the compressor passed all functional and safety tests and was cleared for clinical use. The replaced parts were not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor secreted a burning smell from inside. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The following were corrected: b5- describe event or problem "updated from ventilator to compressor" d2b product code changed to " bti".